Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their stimulation did not cover all their pain area and did not help to remove their pain. Therefore, the patient¿s physician decided to remove the device. No further complications were reported or anticipated. Indication for use is unknown.